Event description:
It was reported the following event took place during an anterior cervical discectomy and fusion procedure at c3-c5-c7. While inserting the last screw on the c3-c5 portion of the construct, the tip of the drill, tap and screw device guide came loose and fell into the patients wound. The surgeon immediately retrieved the broken piece with a trochar. The event occurred at the very end of the procedure, so there was no need to change to another instrument. The surgery was completed with no further incident. There was no delay in the procedure. The patient is reportedly recovering well. This is report 1 of 1 for (B)(4).

Event description:
Additional information stated the patient was prescribed a post-operative neck brace to be worn at all times. This follow-up report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event provided. Additional event information for post-operative patient immobility/restrictions. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records were reviewed and no issues were found that would contribute to the reported condition. The investigation could not be completed; no conclusion could be drawn as no product was received.